Event description:
It was reported that during a procedure, the morcellator could not be activated during first use. The procedure was not completed, and the patient was sedated with general anesthesia, prior to cancelling the procedure. However, there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established due to the lack of evidence.

Event description:
It was reported that during a procedure, the morcellator could not be activated during first use. The procedure was not completed, and the patient was sedated with general anesthesia, prior to cancelling the procedure. However, there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.